Event description:
Patient s/p excisional hemorrhoid treatment with adjunctive usage of slotted anoscope under study presents with progressive anemia of microcytic nature. Pre-syncope and lower gi bleed were diagnosed. The patient returned to or for anorectal exam with anesthesia. Update (B)(6) 2011: anorectal exam under anesthesia on (B)(6) 2011. Persistent ulcer noted & excised. Follow up visit on (B)(6) 2011 h&h stable, will continue to follow up as needed. Hemorrhoidectomy was performed with provided plastic slotted anoscope yielding considerable lateral force and tissue abrasion. Sharp edge at tissue extraction site.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device status unknown.